Event description:
It was reported that during an unknown procedure, the tissue pad fell off of the device and into the patient. The customer could not provide any additional information but stated that the tissue pad was retrieved from the patient. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Only year known, assumed (B)(6) that complaint was reported. The analysis results found that the device received was returned in good physical condition. The tissue pad was found in good physical condition and properly attached to the clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The device was tested with a generator and was functional.